Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife needed to be treated by ems in (B)(6) for low blood glucose events. The patient was in the hospital twice in the past two weeks to bring her blood glucose up. In may, the customer had a low of 32 mg/dl and she was sweaty. She was taken to the hospital and treated via IV. No products were returned or replaced.